Manufacturer narrative:
(B)(4). Results: (graft kink/occlusion). Results and conclusions: (narrowing in the aorta at the flow divider, short and severely angulated aortic neck). (Use of the device to treat superior mesenteric artery aneurysm).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an aneurysm at the superior mesenteric artery approx one month ago. Vessel morphology was reported as there was a short and severely angulated aortic neck. It was reported that there was narrowing in the aorta at the level of the renal arteries. The device was implanted at the sma, and due to the narrowing and severe angulation in the aorta there was a kink at the flow divider. The bifurcated stent graft's contralateral stub was kinked and a wire was unable to be advanced. The physician elected to implant a talent converter with a femoral to femoral bypass. No add'l clinical sequelae were reported, and the pt is fine.